Event description:
The caller alleged discrepant results when repeated test with inratio. The results are as follows: first test = 1.3, second test = 4.4.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 1st time - 1.3. 2nd time - 4.4. Average 2.85, stdev 2.19, %cv 76.91. As per the internal procedure, if the %cv greater than 20%, the criterion is not met and the product will be investigated. As per internal procedure, if the time elapsed exceeds three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient.